Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm and external ram crc error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was completed for pump error alarm and insulin pump alarmed again. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated. Unable to perform any test or verify external ram crc error and unexpected restart alarm and unresponsive button due to frozen screen.